Event description:
It was reported that during surgery, the screw broke in insertion. Non-significant delay was reported. It is unknown if a backup device was available and how the issue was resolved. No other complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H2: additional information ¿h6: health effect - impact code¿ . H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. It was determined the device did not contribute to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A review of the customer provided image found labelling identifying the lot of the device as 50789455. The screw is broken into two pieces. Per complaint details, the screw broke during insertion; however, per correspondence, the event did not contribute to patient harm or require additional treatment. Although a non-significant delay was reported, it is unknown if a backup device was available and how the issue was resolved. Responses to the additional information requests have not been received as of the date of this medical investigation. The patient impact beyond the reported breakage during insertion and 0-30 minute surgical delay could not be determined. No patient injury was alleged and no further medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference: (B)(4).d4